Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device reported a blank screen. On arrival, the device was in use with no drawer failures, but sync status was not current, the internet protocol address appeared incorrect, and the network icon did not show network connectivity. A field service engineer (fse) attempted different wall ports, but the issue persisted. Fse captured the assigned ip address and observed it appeared abnormal. The device was configured to obtain a dhcp address and was able to successfully ping the server; however, the device did not sync. The original ip was restored, and the network cable was reconnected to the original wall port, and server connectivity was confirmed, but the device still did not sync. A full sync was attempted, which failed while pulling users. The hard drive was replaced, and sync was successful; however, after synchronization, all users encountered unauthorized user errors. The machine was identified to be on an incorrect software version after the server upgrade and was updated to software version 1.11. The customer verified normal operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. Reboot and recovery attempts were unsuccessful; power cable reseated and back panel checked, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.